Event description:
Intra aortic balloon pump (iabp) alarmed "kink in line" during pre bypass, which was corrected and the pump was functional. During post bypass, the pump again alarmed "kink in line". While staff was attempting to correct the problem, they noticed blood in the balloon catheter. Balloon ws removed and the pt remained stable.